Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed higher and more prolonged post-meal blood glucose when the ilet was not charged compared with when it was charged, despite education that battery level should not affect insulin delivery; the case was categorized with cause unclear and insufficient information regarding a device problem or component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including guidance to capture screenshots and review the insulin graph and insulin on board in the mobile app for future occurrences. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.